Event description:
Through implant patient registry, it was reported that a 23 mm 11500a aortic valve was explanted after an implant duration of 2 months due to unknown reason. The explanted valve was replaced with a 23 mm 8300ab aortic valve. The patient was in recovery post procedure. The implantation data card indicated that the device was explant was not due to deficiency of the original valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available as it was reported as discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
Through implant patient registry, it was learned that a 23 mm 11500a aortic valve implanted for 2 months and 26 days was explanted due to severe paravalvular aortic regurgitation secondary to aortic root pseudoaneurysm. The explanted valve was replaced with a 23 mm 8300ab aortic valve. Per medical records: the patient presented with pseudoaneurysm and underwent a second redo avr and aortic root pseudoaneurysm patch repair. Intraoperatively the valve was visualized and appeared to be normal despite the measured gradients prior to bypass. Ultimately, in order to expose the pseudoaneurysm the bioprosthetic valve had to be explanted. The aneurysm went around a remnant of the annulus that was adherent to the sewing ring of the valve, this was excised leaving an oval opening (from lvot to lc sinus). This was closed with pericardial patch restoring integrity of the lvot. A 23mm 8300ab valve was then implanted using 12 horizontal mattress sutures without pledget to secure it to the reconstructed aortic annulus. The stent was then deployed with the balloon. Additional suture was place through the stent frame near nc sinus to close down an obvious area for a possible pvl. The valve was tested with no pvl and good coaptation of the leaflets. Post cpb tee demonstrated complete exclusion of the pseudoaneurysm with no flow. There were no complications and the patient transferred to the ICU.

Manufacturer narrative:
Manufacturer narrative; updated sections: b5, b7, h6 health effect - clinical code, device code(s), and type of investigation. On occasion valves may be explanted that are otherwise performing as intended to facilitate repair of an injury or graft replacement. In this case, the valve developed pvl due to an aortic root pseudoaneurysm. Per the surgeon the valve required removal to excise the aneurysm and patch repair the annulus. H11 corrected data: based on the new information received, this event is no longer considered reportable.